Event description:
It was reported that implantable cardioverter defibrillator (ICD) reached premature battery depletion. The ICD is planned to be explanted and replaced. No patient complications have been reported as a result of this event.